Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an unspecified "batt" condition. This condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed. Service determined that the cause was due to a depleted main batteries. The main batteries were replaced to resolve the issue. Additional information: a service history review was conducted and found that the device has been previously sent into service for the reported condition.